Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you identify the lot number of the evicel application device? No. Please clarify which component of the kit was broken (biologics vials or application device). Application device. Was another device used in place of the reported one to complete the procedure? Yes. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? No.

Event description:
It was reported that a patient underwent a thyroidectomy and a fibrin sealant preparation device was used. The applicator cup fell off before nurse drew up biologics. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/25/2021. Additional information: d9, h5, h6. Investigation summary: visual inspection: vial holder hubs were broken. The vial holder was blocked and with glue marks on it. The cups with glue marks and the syringes with liquid inside. Perform functionality test on device as it was returned: state if the mixject valves were in the correct or incorrect position when examining the cores were not in the correct position. State if the mixject cores were assembled in the correct or incorrect position during production: the cores were assembled correctly during the production. Can drawing be performed: n/a. Perform functionality test with water after correction/replacement of the failure source and prove that the device functions correctly: if the mixject valves are not in the correct position, put them into correct position and prove device functions correctly when set up correctly: we returned the cores to their correct position. We injected the liquid from the syringe. We assembled new vial holders and vials, and tried to pull the material and we succeed, we tried to inject the liquid through the catheter and the device worked properly. Conclusion: the estimation is that the device was used twice and the second use failed; the user didn't use the device properly therefore the cores were not in their correct position, the vial holder found blocked and broken, we fixed the device, returned the cores to correct position and assembled new vial holders and vials and the device worked properly. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 component code.